Event description:
Reporter called to report that his wife's new tandem t:slim pump has malfunctioned. He spoke with a representative yesterday who attempted to help with issues concerning upgrading the software application. While doing this, the pump shut down and erased all patient information which took six hours to set up. The representative scheduled someone to come to their home to help with set-up and subsequently canceled the appointment and was informed that a new pump will be sent to them (~2 days time). Reporter learned that the pump does not work with apple products and software and was told by tandem that they would need to go to the library to set up their pump on a compatible computer or device. Reporter stated that there is approximately 25 pages of instructions which is complicated and very difficult to follow. Reporter tried to call customer service again but could not get a representative to talk with. His wife is presently monitoring her blood sugar with a glucometer approximately every 10-15 minutes and injecting insulin as needed.